Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during pocket closure this pacemaker system exhibitied occasional loss of capture. Impedance, sensing and capture thresholds were all stable so the physician decided to close the pocket and thought that the loss of capture was related to air bubbles within the header. The day after, the patient experienced a syncopal episode. The patient was pacemaker dependent therefore, a revision procedure was performed and the device was replaced with a competitor's product. The patient's implanted lead was also a competitor's product. No further complications were reported and the patient was discharged.